Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08/17/2025, it was reported by a customer support agent that the user¿s ilet device wake button was intermittently unresponsive. Restarting the device temporarily improved responsiveness, but the issue recurred, and others also confirmed difficulty. A replacement device was arranged. No blood glucose impact was reported. No symptoms, external assistance, or medical intervention occurred.